Event description:
It was reported by the customer stating that while setting up for a breast biopsy they had trouble loading the probe into the holster and when trying to initialize the probe they received l3-002 error code. They changed probes and completed the case with no consequence to the pt. Holster and probe being sent back for repair.